Event description:
Info received indicates dose done alarm was not working.

Manufacturer narrative:
All alarms performed according to specs. The customer complaint could not be duplicated. This MDR is being submitted as part of a retrospective review for reportability.